Event description:
Reportedly, in 2000 during a hartmann's ii procedure (colo-rectal reanastomosis) the anvil detached from the gun and remained within the colon above the anastomosis. This had to be retrieved trans-rectally by grasping the stem with lloyd roberts curved artery forceps and drawing it out through the anastomosis and then through the rectum. The anastomosis was then inspected and found to have a tear from the rectal stump running into the anastomosis itself. This tear had to be repaired. A leak test with iodine and saline per rectum showed that the anastomosis was patent. There was no further leak. Because of the failure a temporary transverse loop colostomy had to be fashioned to protect the anastomosis.